Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the lead impedance was low. The lead was disconnected and reconnected several times, but the impedance was still low. The implantable cardioverter defibrillator was removed and replaced. The patient was discharged.

Manufacturer narrative:
The reported field event of low rv pacing lead impedance was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Electrical testing revealed an anomalous transistor in the hybrid, which was found to be the cause of the field event of low rv pacing lead impedance.